Manufacturer narrative:
Correction h11: a review of the service history identified the device has been previously serviced greater than 12 months prior. There is no indication that the parts replaced during servicing caused or contributed to the reported event.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "false downstream occlusions" was not reproduced. Downstream occlusion was tested 4x with three different IV sets and all passed at 10.55 psi, 12.32 psi, 8.10 psi, and 9.16 psi. Event history log did show a downstream occlusion but could not determine if it was a false alarm or not. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified through history log review however no component issue was identified and therefore no device correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had a false downstream occlusion occur during preventative maintenance testing in the biomedical service department. There was no patient involvement. No additional information is available.